Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a door failure. A field service engineer determined that the device required a power cycle and guided the customer by phone on how to perform the power cycle. After the power cycle, the refrigerator was detected successfully. The system functioned as intended field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the helmer refrigerator door could not be opened and displayed a maintenance required condition. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.